Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered an anti-tachycardia pacing (atp) therapy, the health care professional (hcp) believed it was due to t-wave oversensing (twos). The patient has a left ventricular assist device (lvad). Technical services (ts) reviewed the episode and determined that the therapy did not appear to be caused by twos. Instead, the inappropriate atp may have resulted from oversensing of the lvad pump signals, with no evidence of a true ventricular arrhythmia. Ts discussed the possibility that the oversensing could be positional. Health care professional (hcp) will follow up with physician. The device remains in service, and no adverse patient effects have been reported.